Manufacturer narrative:
H3: product analysis found that, the device was returned in a (double) resealable bag. Upon return, there was no harness, it was cut off. There was a white tape with brown residue on it wrapped around the tube near the clamp shell. Some of the trace pads appeared to be discolored. A syringe was used to inject 15cc of air into the cuff, and the cuff was inflated (multiple times) with no issues observed. The inflated cuff was submerged in the water for leakage observation, and there was no leakage observed. Furthermore, the inflation assembly was also submerged in the water for leakage observation and there was no leakage observed. There was no leakage issues observed during the analysis of the returned device.the complaint was not confirmed, no out of specification condition was observed. Correction in h6: the imf f26 and img g04038 codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, from the very beginning of the surgery, there was cuff leakage. The tube was not replaced, and the surgery continued with periodic cuff reinflation as needed. The surgery was delayed for 10 minutes. 5cc syringe was used to inflate the endotracheal tube cuff. 5cc air was used to inflate the cuff. Air was used to inflate the cuff. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.